Manufacturer narrative:
On august 23, 2024, mentor received additional information reporting that the patient underwent device explanation on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. The patient's replacement device was a 450cc mentor memorygel xtra breast implant (catalog number shpx450) with serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 07, 2024, mentor became aware that selected the incorrect box in section b2 of the previous report. Since there was not surgical intervention, the correct box in section b2 has been selected on this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 24, 2024, mentor received additional information that the device that was returning was the patient's concomitant device. After multiple follow up attempts to clarify the impacted device information, mentor received additional information that the impacted device was the patient's right side (device lot number 6414133). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The impacted device information has been updated in section d of this report to reflect the patient's right side. On october 15, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 16, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively, which was diagnosed with an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.